Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney alleged injuries, additional surgeries, mass formation with multiple draining's, indwelling catheter, tap blocks, pain, infection, ER visits, and hospitalization; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Device not returned.

Event description:
It is alleged by the patient's attorney that on or around (B)(6) 2007, patient had an unspecified bard /davol kugel mesh (device #1) implanted during a hernia surgery. It is alleged by the patient's attorney that on or around (B)(6) 2012, patient underwent additional surgery due to defective quality of mesh. It is also alleged that on or about (B)(6) 2016, patient underwent additional surgery due to the defective qualities of the mesh, the kugel mesh (device #1) was removed and the surgeons implanted patient with an unspecified bard/davol ventrio mesh (device #2). As alleged, on or about (B)(6) 2016, patient developed a mass at the surgical revision site and underwent CT scan where a large seroma with mass effect was revealed. It is alleged by patient's attorney that on or around (B)(6) 2016, patient underwent an outpatient procedure to have at least 90 cc of fluid drained from the surgical revision site. As reported, on or around (B)(6) 2016, patient continued to suffer from pain and seroma/mass and had another procedure to drain fluid from the revision site. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient continued to suffer pain and seroma and an surgical procedure was performed to place an indwelling drain at the revision surgical site. As reported, patient continues to suffer chronic pain and 'require pain management and care from specialists from the revision site. In (B)(6) 2017, specialists informed patient she may benefit from a series of painful tap blocks and if those blocks did not work, revision and removal would be next but that chronic pain may be lifelong. As alleged, due to the bard composix mesh (device #1) implant, between (B)(6) 2007 and the present, patient suffered from multiple infections; recurrent hernia requiring multiple emergency room visits and subsequent hospitalizations where surgery was required to remove the bard mesh and repair the recurrent hernia. Patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. As alleged, the mesh (device #1) implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh (device #1) caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies) due to the alleged defective kugel mesh (device #1) and ventrio mesh device #2).